Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. An engineering evaluation of the returned delivery catheter (with guidewire) has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per gore engineering, the cause of the string locking up could not be determined however, the deployment mechanism must have been intact because the aortic extender was implanted in the patient. Similarly, the cause of the flattened guidewire lumen could not be determined; however, the device was advanced over the guidewire to the level of the intended landing zone indicating that the guidewire lumen patency must have been intact prior to deploying the aortic extender. As stated in the gore excluder aaa endoprosthesis instructions for use, the aortic extender should be deployed using a steady and continuous pull of the deployment knob to release the endoprosthesis. Complications that may occur and/or require intervention include, but are not limited to, improper component placement and endoleak. (B)(4).

Event description:
On (B)(6) 2010, the patient was treated for an abdominal aortic aneurysm and was implanted with four gore excluder aaa endoprostheses. A severe aortic neck angulation was noted (slightly less than 60 degrees). The deployment line for the gore excluder aaa aortic extender endoprosthesis was pulled very quickly and (about halfway through) the string locked up. The physician continued to pull through the tension, thereby pulling the device down from the intended landing zone by about 1-1.5 cm prior to deployment. When the delivery catheter and guidewire were removed, the shaft between the two olives appeared somewhat flattened and the guidewire could not be pulled out of the catheter. The procedure continued and a second aortic extender was placed which extended the graft proximally. Angiography revealed a type-3 endoleak between the two aortic extenders, so a third aortic extender was placed, which appeared to resolve the endoleak. The patient tolerated the procedure well. No further complications have been reported.